Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high pacing thresholds, and suspected ra lead fracture. Another ra lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high pacing thresholds, and suspected ra lead fracture. Another ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position and stylet in the lead. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.